Event description:
The patient reported that during the first in-office device check, the low rate was changed from 80 to 70. Today, the patient measured their heart rate and stated, "I was getting 42,43,44 beats per minute. I put my hand up near where it's at and pushed on it and I got maybe 85". No additional information could be obtained after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.